Manufacturer narrative:
Carefusion complaint number: (B)(4) . In the event the device is received for evaluation or additional information is received a follow-up report will be submitted. At this time, carefusion has not received the suspect device/component from the customer for evaluation. (B)(4).

Event description:
It was reported that during inspection the ventilator had a transducer failure. There was no patient involvement.

Manufacturer narrative:
Results of investigation: carefusion failure analysis lab technician was unable to verify the customer's reported issue. All transducers were successfully calibrated. Auto zero solenoids response time of 3.6 ms was within carefusion specification of 20 ms. No failures were detected.

Manufacturer narrative:
Vyaire failure analysis lab technician was able to verify the customer's reported issue. The combination of transducer faults at power-up with the successful calibration of all transducers indicates that the auto-zero solenoids can be slow to respond. Slow solenoids can intermittently result in a bad auto-zero calibration at power-up and operation auto-zero checks.